Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Approximate age of device ¿ the day of implant. The evaluation of the returned sealed outflow graft confirmed an issue that could have contributed to the report of loose connection between the purple lock nut and the outflow graft. Examination of the returned sealed outflow graft found that the screw ring used to tighten the outflow graft to the pump cover was loose. Visual inspection of the proximal side of the screw ring revealed that the c-ring appeared to have been misplaced in the o-ring groove. The screw ring was able to be removed from the graft attachment with some resistance. Examination of the graft attachment revealed that the c-ring was not present in the c-ring groove, and it was instead seated in the o-ring groove, distal to the o-ring. A duration for which the c-ring was improperly seated could not be conclusively determined through this evaluation. The graft attachment appeared otherwise unremarkable. The screw ring revealed no evidence of damage or defects to the screw threads, and no tool marks were observed on the exterior. Examination of the c-ring revealed that it was not bent or misshapen. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump preparation, when the outflow graft was connected to the pump, the purple lock nut was fully screwed and hand tight, but the outflow graft could be turned very easily without any force. The outflow graft was unscrewed and visual examination showed that the purple lock nut was not connected to the outflow graft as expected. A decision was made to use the outflow graft from the backup implant kit. The new outflow graft was working as expected. The operation went uneventfully and the patient was stable the entire time. No additional information was provided.